Manufacturer narrative:
Event date is unknown. Concomitant medical products: product ID: 9735821, serial/lot #: (B)(4), ubd: unk, UDI#: unk. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. A check of the event log showed intermittent firmware incompatibility issues. It also failed an accuracy test. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the positioning sensor unit (psu) did not respond. The issue was resolved by rebooting, and the procedure was completed without problems using the navigation system. There was no reported impact to patient outcome and no reported surgical delay.